Manufacturer narrative:
DHR/bhr review lot#2053283. The products of this batch were assembled at intima ii auto line 4 in march 2022, and packaged at r240 package line in march 2022. Work order quantity was (B)(4) each. Review the in-process test reports and outgoing test reports, and all test results meet the product specifications. Review the production records with no nonconformance, deviation or rework activities. No defective samples and photos have been received for the complaint. The retained sample of this batch is taken, and the surface of the catheter is examined under the microscope. No abnormality is found. Penetration force test is carried out on the sample, the needle tip penetration force, catheter tip penetration force and catheter drag force are all within the product specifications. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the abnormal states of the catheter cannot be identified, the root cause cannot be determined.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc catheter defective/damaged at the time of use, it was found that the posterior section of the indwelling needle hose had a bulge that prevented smooth needle entry.